Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of three for the same complaint; see also 3004485144-2016-00153 and 00154.

Event description:
The sales associate reported a broken slap hammer and in situ plate holder. The patient was in lateral position for l3/4 timberline procedure, attempting to remove 8mm rasp with slap hammer; the surgical assistant noted a piece broken off slap hammer which looked like a retention pin. It was removed from the field and the slap hammer use continued as there was not a replacement. When attempting to place a four hole10mm plate on cage in situ, the in situ plate holder would not hold the plate in a dependent position causing plate to repeatedly fall off into field and into patient. The doctor had to use long surgical pickups to get plate in position due to the worn hex end of the instrument. The doctor did say there was a micro fracture in the end plate of l3/4, because of the lack of a distraction type device to aid in getting cage implanted. Supplemental fixation achieved with a four hole plate and 4 mpf screws with locking cover. The doctor circumvented the broken in situ plate inserter and used pickups, and continued to use the broken slap hammer to remove cage and plate from disc space, disassemble and place cage without plate, and adding plate once cage was in position. It was reported the surgery was finished to a satisfactory end point and surgical delay was over 30 minutes.

Manufacturer narrative:
The returned driver was evaluated. The slot width was found to be slightly undersized, likely from wear over multiple uses. There were no other signs of damage on the device. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain instructions regarding proper device usage.